Event description:
Per the clinic, the patient was hospitilized on (B)(6) 2011, due to a stitch at the implant site, which had become abscessed. The abscess was drained, and the patient was treated with IV antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4).